Event description:
It was reported that during a da vinci-assisted surgical procedure, force bipolar forceps instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have a frayed grip cable at the distal end.